Manufacturer narrative:
The peritonitis was manifested by cloudy peritoneal dialysis effluent. The cause of the peritonitis was described as patient with skin colonization by staphylococcus aureus (no further detail was provided). On the same day as being diagnosed with peritonitis, the patient began treatment for the event with cefazolin, 1 gram (12 h., intraperitoneally) for 20 days. On an unreported date, the patient began treatment for the peritonitis with rifampicin, 600 mg (24 h. Oral, duration not reported). Twenty days after being diagnosed with peritonitis, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis, also described as a peritoneal infection. The cause, treatment, and patient's outcome were not reported. It was not reported if the patient was hospitalized for the event. The action taken with pd therapy was not reported. No additional information is available.